Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency. Patient stated she tried to switch to the other side on her own and raised the stimulation to 3.0 and felt nothing. Patient stated she thought maybe the wires moved, so she switched back to her left side. Patient was advised to contact her clinician. No further complications were reported/anticipated.